Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had sensor anomaly. Customer's blood glucose was 208 mg/dl. Customer stated that sensor cannula appear bent and it happened with 2 sensors of this package (missing electrode). The customer was advised that we will send replacement.